Manufacturer narrative:
(B)(4). Concomitant product: dil cath: quantum 3.5 x 20 mm, quantum maverick 3.5 x 20 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal circumflex artery with chronic total occlusion, heavy calcification and 100% stenosed, pre-dilatation was done multiple times with a 3.5x20mm non-abbott balloon dilatation catheter (bdc) up to 24 atmospheres. Additional pre-dilatation was performed with another 3.5x20mm non-abbott bdc up to 26 atmospheres. A 3.00x23mm xience alpine stent delivery system (sds) was then advanced; however, could not cross due to the patients anatomy and the proximal shaft separated outside of the patient. The sds was simply withdrawn from the patients anatomy. A 3.5x23mm xience alpine stent was used to complete the procedure. Reportedly, the patient is doing well. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.